Manufacturer narrative:
The investigations did not identify a product problem for both events. The follow up/corrective actions for 1 event was adjustment of probe voltage. The system volumes were checked. Tests were performed to confirm proper function of the device. The customer put on a fresh reagent pack and recalibrated. The customer ran patient comparison studies and no discrepancies were noted. There were no follow up/corrective actions for 1 event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events. Erroneous high results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 4 patients with the following: three erroneous results for elecsys dhea-s results and one erroneous result for elecsys ft3 iii. The patients' ages were requested, but not provided. The patients' weights were requested, but not provided. The patients' genders were requested, but not provided. The patients' races were requested, but not provided. The patients' ethnicities were requested, but not provided.